Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this right ventricular (rv) lead reported feeling pre-syncopal during threshold testing. The device was subsequently interrogated where it was found that the r-waves had decreased as well as pacing impedances. Loss of capture was also observed. The patient reported feeling pain on her side shortly after implant. It was suspected that the lead had perforated the patient. The patient was seen for a revision procedure where the lead was successfully repositioned. There were no additional adverse patient effects reported. The lead remains in service.